Manufacturer narrative:
H6: investigation summary one photo was returned by the customer. It was reported that the item failed when the nurse tried to flush. The photo shows the packaging of the sample. The photo does not verify the complaint. A device history record review for model 20039e lot number 20125767 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during the flush. The following information was provided by the initial reporter: "item failing when nurses tried to flush."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was blocked/occluded during the flush. The following information was provided by the initial reporter: "item failing when nurses tried to flush."